Event description:
It was reported that pump insulin gauge displayed amount different than expected and caller experienced ongoing issue with fill estimate while using cold insulin. There was no reported impact to the customer¿s blood glucose level. Customer removed air from cartridge, then worked with technical support to fill and load new cartridge. Resolution ¿ issue was in the past and customer loaded anew cartridge and resumed insulin